Event description:
Implant fracture.

Manufacturer narrative:
Implant region 13 fractured. Construction was a removable prosthesis. Bone loss and implant instability caused by patient related peri-implantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.